Event description:
The customer reported a 250ml bag of fentanyl infused in one hr. The fentanyl concentration was 2500mcg in 250ml of 0.9ns and the rate of infusion was 2.5ml/hr. There was no apparent leaking from the IV bag or tubing. The pt was also receiving lactated ringers 1 liter at 100cc/hr. The midazolam 50mg in 50ml of 0.9ns at 2mg/hr. Event lot review was requested. There was no pt harm and no medical intervention was required. Customer stated that no further pt/event details are available.

Manufacturer narrative:
(B)(4): no devices received, log review only. Event logs have been received and a review of the logs is pending. A f/u report will be submitted once the event log review is completed.